Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08750 inches. The test p-cap locks properly in the reservoir compartment noted. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, broken battery tube threads, serial number label missing, missing display window cover and minor scratched lcd window. (B)(4).

Manufacturer narrative:
2032227-060322-002-c. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized on (B)(6) 2019 due to diabetic ketoacidosis with a high blood glucose level of 650 mg/dl. The customer did not mention any symptom related to high blood glucose level. The customer was treated with intravenous fluids at the hospital. The mother also mentioned that the customer had flu. The customer was not using auto mode on the insulin pump at the time of the incident. They also reported that the insulin pump was broken around the battery compartment and a cooper piece broke off and the cap did not stay on. The reservoir lip ring was not damaged. The customer¿s mother declined troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect and harm code of sore throat in the initial report was incorrect. The correct information has been included with this report .

Event description:
Event date has been changed to (B)(6) 2019. Harm code of sore throat has been deleted because, there was no information related to sore throat mentioned in complaint notes.